Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use aspiration needle failed during the second puncture as the needle did not come out from the tip but instead came out from the coil sheath 3 cm away from the tip. The issue occurred during the therapeutic endobronchial ultrasound-guided transbronchial needle aspiration procedure, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to one or more of the following: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, a further cause of the outbreak could not be determined. Upon review of the instructions for use (IFU) instruction manual (drawing number rk2604 revision number 04), the following was found regarding warning regarding the description related to this event. ·when removing the aspiration biopsy needle from the tray, hold the sheath to prevent it from jumping off the tray. If you remove the needle without holding the sheath, the insertion part of the aspiration biopsy needle may be damaged. In addition, the elasticity of the insertion part may cause the entire insertion part to jump, which may result in injury to the surgeon or patient due to the tip of the needle tube, the tip of the sheath, or the tip of the stylet. ·do not insert the aspiration biopsy needle into the endoscope when it is at an angle. This may result in damage to the endoscope or the aspiration biopsy needle. ·before inserting the suction biopsy needle into the endoscope, return the up/down angle lever of the endoscope to the neutral position. Inserting the needle with the angle fixed may result in damage to the endoscope or the suction biopsy needle. ·if resistance is strong and puncture is difficult, do not forcefully push the needle slider in. The needle tip may suddenly jump out of the sheath tip, which may lead to perforation, heavy bleeding, mucosal damage, etc., or damage to the endoscope or aspiration biopsy needle. Olympus will continue to monitor field performance for this device.